Manufacturer narrative:
To date the lead remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated. The device was subsequently explanted due to a patient upgrade. Visual inspection noted that the header was detached from the device casing and all seal plugs were missing. Additionally, the a-ring, a-tip and v-ring capture washers were bowed upwards and there were signs of silicon to silicon bonding in both lead barrels. No further testing was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that stored ventricular tachycardia (vt) episodes that resembled noise were recorded in the device of this pacemaker dependant patient. This right ventricular (rv) lead noise was reproducible, and myopotential was suspected. Pacing inhibition of greater than two seconds was observed as a result, however no patient symptoms were noted at that time. All other lead measurements reported were within normal limits. Five days later the patient consulted technical services (ts), he reported not feeling well and was urged to follow up with his physician. To date no adverse patient effects were reported.